Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not load. Iabp gets stuck on the loading screen. The iabp does not boot in normal clinical mode neither alternate power up mode. There was no patient involved.

Manufacturer narrative:
D4. A getinge field service engineer (fse) evaluated the unit, turned it on, and it automatically booted in alternate power up mode on its own. The fse restarted the iabp and could not get it to boot up normally. The fse found executive processor led codes f0 & f7. Reloaded software and that did not resolve the issue. The fse replaced part number: pcb, front end and uploaded software. The unit is now operating in both clinical and alternate power up mode. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.